Event description:
User experienced discrepant serum and urine creatinine results on one day. Ten pt examples were provided, only pt 10 is a urine sample type. All repeats occurred in 2008, no units of measure given. Pt 1, initial result 1890, repeat 163. Pt 2, initial result 1013, repeat 79. Pt 3, initial result 928, repeat 67. Pt 4, initial result 982, repeat 76. Pt 5, initial result 1067, repeat 87. Pt 6, initial result 1035, repeat 81. Pt 7, initial result 933, repeat 71. Pt 8, initial result 1163, repeat 97. Pt 9, initial result 1125, repeat 92. Pt 10, initial result 84505, repeat 7615. Four of the pts had initial results reported, it is not documented which four were reported. No info provided to determine if any adverse events occurred. If additional info is received, appropriate notification will be provided.